Manufacturer narrative:
Corrected data: as part of an internal review of our mdrs it was identified that the following fields need to be corrected: section h6: health effect - impact code: 2199 (no health consequences or impact) provided on the initial report needs to be corrected. The correct code is 4631 (more complex surgery) as the lens was removed and replaced in the initial surgery. This report is being submitted to replace code 2199 with code 4631. Section h6: medical device problem code: 1069 (break) provided on the initial report needs to be corrected. The correct code is 1261 (material fragmentation) to capture the haptic detached issue. This report is being submitted to replace code 1069 with code 1261. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. Note: acknowledgement 2 for this report was received on 09/23/2022. There was a delay in receiving acknowledgement 3 due to a cdrh system issue. Multiple follow-ups were conducted with the esg help desk. On 10/18/2022 esg responded requesting to resubmit the MDR. Therefore, this report is being resubmitted on 10/19/2022.

Manufacturer narrative:
Age or dob, weight, ethnicity: unknown, information not provided. Phone number: (B)(6). If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device has not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was damaged. Through follow-up it was clarified that after the lens was inserted in the eye it was noted that one haptic was missing. The lens was removed from the eye and replaced with another lens of the same diopter. No further information provided.